Event description:
The subject device was implanted with two bipolar leads. Upon initial interrogation - after the implantation - the pacemaker was found in fallback mode switch with a high ventricular lead impedance (above 3ko). Reportedly, a message stating the lead was unipolar was also displayed; in addition, absence of sensing was observed in both channels and the ventricular pacing threshold test could not be performed. The physician decided to replace the pacemaker.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.